Event description:
A female pt of unk age and medical history underwent an interventional endovascular procedure in 2008. The procedure was performed through a procedural sheath (size unk) placed in the common femoral artery (location in relation to the femoral head and the inferior epigastric artery was not reported). Peri-procedural medication administered included a gp iib/iiia platelet inhibitor (reopro). The reportedly uncomplicated procedure was concluded and a mynx vascular closure device was prepped and deployed by a trained mynx operator to achieve hemostasis at the vascular access site. Immediate hemostasis was reportedly achieved at the access site, however, approx 5 mins post procedure the pt complained of abdominal pain. A CT scan confirmed a retroperitoneal bleed adjacent to the inguinal region. The pt was transfused with 1 unit of red blood cells and was reported as stable. No further incidents were reported and, despite attempts to obtain info, no add'l info was provided by the site.

Manufacturer narrative:
The device was not returned for evaluation. Based on the limited info provided, the root cause of the reported incident could not be determined. There is no evidence to suggest that the mynx device did not perform as intended.